Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
Additional reported info indicates that the customer may have put lantus in the t:slim cartridge and the lantus was probably expired. No product returning for eval. Should new relevant info become available, a follow up report will be submitted.